Manufacturer narrative:
The device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-08452. (B)(4) clinical study. It was reported the patient experienced restenosis. In (B)(6) 2016, a 2.1mm and 2.4mm jetstream® xc atherectomy catheter were selected to treat the 90% stenosed target lesion located in the right superficial femoral artery (sfa), with a reference vessel diameter of 6 mm, length of 80 mm and classified as a tasc ii b lesion. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 0% final residual stenosis. Two days later the patient was discharged on aspirin and clopidogrel. The patient experienced severe pain in the right lower extremity for a few days and further diagnosis of lower extremity was recommended. On (B)(6) 2017, a peripheral angiography report revealed 90% re-stenosis of the right superficial femoral artery. On (B)(6) 2017, the patient was hospitalized for further treatment of the right sfa restenosis. The following day the 90% restenosis located in right proximal to mid sfa was treated with percutaneous transluminal angioplasty using a 5.0x20mm cutting balloon and a mustang 6.0x100 mm balloon, followed by the implantation of 2 non bsc drug eluting stents measuring 8.0x120 mm and a 7.0 x120 mm, resulting in 25 % residual stenosis. Two days later the event was considered to be recovered/resolved and the patient was discharged on aspirin.